Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken lower control knob. The knob was smashed into the device. The status of the epg is unknown. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm that the lower control knob was pushing into the device. Analysis also noted that the upper and lower cases were broken, the hanger was broken, the display wires were pinched with compromised insulation, one knob was missing, and the main seal was broken. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg was returned for service.